Event description:
Plastic near the tip was melting and it smoked during use.

Manufacturer narrative:
(B)(4). Eval, method: product scheduled for return but not received by manufacturer for inspection. Eval, results: product scheduled for return but not received by manufacturer for inspection. Eval, conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
Product event #(B)(4). Investigation plan: visual inspection testing performed: device: plasmablade 3.0s product sku: ps210-030s serial lot number: # (B)(4) mdt rga number: # 600316511-por expiration date: unknown quantity returned: 1 device received in a cardboard box with bubble wrap to fill the negative space. Device double bagged in clear plastic bags, not biohazard bags. No original packaging included. Sterilization pouch included with device name, product number and expiration date. E-mail enclosed with the rga # confirmation from customer loyalty specialist ¿ complaint handling. Device was received with packaging from stryker sustainability solutions. Device appears to have been repackaged and resterilized by stryker. Visual inspection: device has been used with blood on handle, body, cord and suction tubing. Eschar buildup underneath the distal end of the finger grip. The distal end of the finger grip of the electrode blade was melted, compromised and split (figure # 3). The distal end of the finger grip was pushed into contact to the bendable or proximal section of the electrode blade (figure # 4). Suction tubing and cord taped together. Blood noted along the taped section of the tubing. Device cord and suction tubing severed from the power cord plug. Buttons have a normal tactile feel. Functional inspection: unable to perform functional testing device cord plug cut from the device. Investigation conclusion: the complaint was confirmed by the visual inspection of the device. Visual observation of the returned device showed that the distal end of the finger grip of the electrode blade was melted, compromised and split. The examination showed that distal end of the finger grip was pushed into contact to the bendable or proximal section of the electrode blade which resulted in causing the plastic finger grip to be melted. This complaint is equivalent to what has been seen previously and the solution has been implemented in (B)(4). The design and materials observed in the complaint device have not been used since the redesign of the finger grip. The finger grip was redesigned to be shorter, with better insulation, and recessed from the active electrode blade to help minimize the possibility of the finger grip being damage during use. The redesign was completed based on the successful verification testing per vp-vr-00103. The test report was released on 09-02-2010 per dco-00833. New materials were used for the new finger grip design and the insulation of the proximal section of the electrode blade. An additional cause of the failure can be associated with improper use per the IFU ¿ instructions for use - plasmablade 3.0s. Precautions: use the lowest power setting and the shortest activation time possible to achieve the desired effect. Unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance. Warnings: do not reuse, resterilized or reprocess the peak plasmablade as it is supplied and intended for single use only. A device that has been resterilized or reprocessed may not perform properly and may result in patient or user injury. When bending the blade, do not exceed a 45 degree angle. Do not bend more than three times. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to bend the blade; do not use forceps as this could damage the device.

Event description:
Plastic heat shrink near the tip of the device melted and smoked during utilization. Additional device was utilized to complete procedure. No patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.